Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced an issue with two infusion set tubing was leaking at site. The infusion set was in use forv24hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 1 of 2.